Event description:
Additional information received reported that diagnostics could not be performed due to the device battery being dead. It was noted that no malfunctions were seen. It was reported that the patient was doing well.

Event description:
Additional information indicated that the implantable neurostimulator was explanted and replaced on the day of the report. The battery died before its end of life. Abnormal battery depletion was stated. There was no patient death or injury.

Event description:
It was reported that the patient could not charge their battery. The manufacturer representative was also unable to recharge it and could not read the battery.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the device, model # 37711, sn (B)(4), found the device to be permanently damaged due to overdischarge. It was stated that ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 45. The last recorded recharge session date due to over discharge was (B)(6) 2000. The device was recharged for 16 minutes. The parameter trend diagnostic section of the trace report shows the last patient usage on (B)(6) 2008. The therapy avail diagnostic shows the battery has discharged to the lock mode 16 times since the last clinician programmer interrogation. Battery discharges rapidly. A normal recharge started automatically after 4 physician mode recharges at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 57 minutes from 2.205v to 3.4v; the ir and trace report were recorded. Due to rapid discharge charging resumed for 17 hours and 39 minutes bringing the battery voltage from 2 .320v to 3.920v. The coupling record of the last 4 patient recharge sessions has 2 at 100% and 1 at 62.5%, and 1 at 50%.

Event description:
It was reported that the patient was having a battery revision on the day of the report due to recharging issues. It was unknown if a physician recharge mode (prm) had been performed or if the recharger was functioning properly. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.